Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that possible r-wave double counting or t-wave oversensing was observed. Noise was noted on the right ventricular lead. Device was re-programmed. Patient was stable and will be scheduled for lead revision procedure.

Event description:
New information received notes that prior to lead revision procedure, documented noise on right ventricular lead on merlin.net transmissions was observed. There were also notes from 2006 indicating chest pain and tamponade at initial implant of the lead in 2006. Results of cmri showed lead tip in the epicardial fat pad. Externalized conductors was also noted. Lead was explanted and replaced successfully. Patient was stable. Related manufacturer reference number: 2938836-2019-05014

Manufacturer narrative:
A partial lead with distal portion was returned in one piece measuring 40.0 cm. External insulation abrasion breaching the non-functional cable lumen was found at 7.0¿7.5 cm from distal tip consistent with friction to another device or patient anatomy. Internal insulation abrasion was found breaching the ng electrode/right ventricular cable lumen at 5.7 - 6.0 cm, 20.5 ¿ 20.6 cm, 22.0 - 22.1 cm and 23.5 - 23.6 cm from distal tip. The etfe cable coating was intact in these locations. The cause of the reported event of insulation abrasion is due to external insulation abrasion consistent with friction to another device or feature of the patient anatomy and internal insulation abrasion beneath the shock coils. The reported events of oversensing and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Regarding the reported event of cardiac perforation, unable to accurately measure tip stiffness due to the condition of the lead as received.